Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans; however, a finger prick result of 1.7 mmol/l was obtained from an unspecified device. The customer experienced unspecified symptoms of hypoglycemia and received third-party medical treatment but details of the treatment were not provided. There was no report of death or permanent injury associated with this event.